Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for an ablation procedure, prior to procedure the patient was fluoro'ed, the atrial lead was dislodged. The lead exhibited high capture, a sensing anomaly and the tip of the lead that houses the helix come off outside the body. The lead was explanted and replaced successfully.